Manufacturer narrative:
(B)(4): analysis: visual inspection showed a large 1.25 inch long crack on the probe body. Further inspection showed white fog around both connector ends at second barb location. Performance analysis: pressure integrity testing confirmed leak from cracks in probe body. Damage was consistent with the use of a non-compatible solution used, possibly used to wet the tubing prior to connection. Device history review found the product met specifications when released for distribution. Conclusion: the clinical observation was confirmed. The root cause was determined to be caused by operational context. Damage was consistent with use of a non-compatible solution on the probe, such as alcohol; in addition, the device was used beyond the indicated time (6 hours) for extracorporeal bypass support per labeling.

Event description:
Medtronic rec'd information that after open heart surgery, this pt's heart function did not improve, necessitating extracorporeal membrane oxygenation. It was reported that after 9 days on extracorporeal membrane oxygenation (ECMO), a leak was found coming from a crack on the flow probe cell which resulted in approximately 500 cc of blood loss, necessitating a blood transfusion. The circuit was changed out and 3 days after the change out, another leak was identified from a crack in the flow probe. It was reported that 700-800 cc of blood was lost, resulting in cardiac massage and a second blood transfusion. The pt still requires extracorporeal membrane oxygenation. This is the same pt as reported in medtronic pcr 554356 MFR report # 2184009-2011-00030.